Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had low blood glucose and was hospitalized. It was reported that the customer made adjustments, but things seemed to be going well. Customer stated they did first set change with no issues. Customer stated that his blood glucose was showing 42mg/dl, but he known it was lower than that. Customer stated he had soda and snacks to treat. The paramedics were contacted and he was transported to the hospital. Customer suffers from gastroparesis. Advised to speak with his doctor regarding different types of boluses. Customer declined to troubleshoot. Customer stated that he gave himself a bolus and his basal is set to high and he adjusted his settings.